Event description:
Complainant alleged while defibrillating a male patient (age unknown), after removing the electrode pads, burns were found on the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The device and multifunction cable (mfc) were tested and found to be fully functional with no device malfunctions. Log data from the event showed large differences between initial and pre-shock impedance readings, which indicates poor electrode contact with the patient's skin. This is the likely cause for the energy output delivered based on measured impedance at the time. The returned pads showed no signs of burns. Based on testing and data review, the issue is due to poor pad coupling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.